Manufacturer narrative:
The reported event could not be confirmed. As the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left knee arthroplasty. Subsequently, they were revised due to pain and instability. No additional information is available.

Manufacturer narrative:
Concomitant medical products- maxim ilok ana pri fml 70 lt p# 140033 l# 542820; biomet cc cruciate tray 79mm p# 141235 l# 851270. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a custom bearing is being requested for a patient revision. Reason for the revision is unknown at this time. No additional patient consequences were reported.